Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl. Customer stated that insulin pump had pump error. Insulin pump was not exposed to a high magnetic field. Customer were able to clear the alarm. The insulin pump will not be returned for analysis.